Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who noted the inoperative message displayed on the x3. The rse asked the customer to confirm the message disappeared after both removing the battery and restarting tasks were completed. A good faith effort (gfe) response reported the customer has not used the x3 alone, so it was unknown if the inoperative message cleared on the unit itself and the unit produced sound after both tasks were completed. It was confirmed the bedside monitor the x3 was in companion with produced sound. Based on the information available in the case, the cause of the reported problem was not confirmed as the unit remained in companion mode and not used alone to confirm the inoperative message cleared on the x3. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction displayed. It is unknown if the device produced sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.